Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the fields: e1: (establishment name). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 15 years, since the subject device was manufactured. Based on the results of the investigation. A definitive root cause could not be determined and the reported was not confirmed. However, it is likely, that the event occurred, due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the hysteroscope exhibited the tube part being broken from the bottom. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.